Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 37 and 48 hours. The pod cannula was reportedly dislodged from the infusion site (hip/buttocks), and insulin leakage was observed. It was also reported that the patient experienced pain in the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined.